Event description:
It was reported that the device was unsterile. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 330cm rotawire was selected for use. During the procedure, it was noted that wire tip was out from the loop and became unsterile. The device was not used during procedure. The procedure was completed with a another rotawire. No patient complications reported.